Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the axes controller platform (acp) 5 connector loose. The connector was reseated. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted radical transvesical prostatectomy procedure, the customer encountered repeated recoverable errors. Before calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer power cycled the system but the issue was not resolved. The tse reviewed the error logs and confirmed the error. The tse suggested to disable the boom to continue with procedure, but the boom was not in a good position to perform the surgery. As a result, the customer elected to abort the procedure. At that time, anesthesia had already been administered and ports were placed. The surgical procedure was scheduled on another date.